Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas stating that the patient's blood glucose (bg) has been elevated for two to three weeks, as high as 500 mg/dl with ketones, thirst, and fatigue. There were no specific dates reported for the elevated bgs. The reporter stated that the patient's bgs would not come down with corrections via the pump, but that the bgs responded to correction injections. The morning of (B)(6) 2012, the patient's bg was reportedly 330 mg/dl, and at the time of the call to animas customer support the patient's bg was 211 mg/dl after a correction injection. The reporter alleged that she did not think the pump was delivering basal rates correctly. The reporter stated that sites, sets, cartridges, and insulin have been changed daily because of the elevated bgs. The reporter denied any site issues or bent cannulas, and stated that 3 new vials of insulin have been used with no resolution to the reported bg issue. The reporter also noted that the patient's basal rates were changed with no affect to the bg. A review of the pump history shows no associated alarms. The prime history indicates daily site changes and appropriate prime and fill cannula steps. A review of the basal and bolus histories indicated total daily doses added up appropriately. The patient had reportedly discontinued insulin pump therapy at the time of the call with animas customer support, and the reporter requested replacement of the pump because changing out other supplies had not resolved the reported bg excursions. This complaint is being reported due to the reported hyperglycemia and the allegation that the pump was not delivering insulin appropriately.

Manufacturer narrative:
Follow-up # 1 submitted: 09/17/2012 device evaluation: the pump has been returned and was evaluated by product analysis on 08/23/2012 with the following findings: no activity outside normal use observed in the black box or download history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.